Event description:
Spontaneous call received, spoke with pt's mom. She states yesterday they were able to load pt's pump without any issues but now pt's school nurse called and said pump states cartridge removed sn (B)(4). We will be replacing pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.